Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2015-23369. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where both leads were explanted and replaced. The patient reported effective therapy postoperative and the reported issue is now resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-23369. It was reported the patient experienced ineffective stimulation. The patient's targeted area of pain is her legs and back. However, she only felt stimulation in her legs. The patient was diagnosed with a bulging disc and was advised to turn stimulation off. The patient's stimulation remained off until a neurosurgeon advised that stimulation be turned on so the patient could take advantage of the partial relief. After turning the stimulation on, the patient was able to get stimulation with only one program. It was also reported the sjm representative met with the patient on (B)(6) 2014 and reported high impedance readings on the model 3245 lead, reprogramming was able to resolve the issue and the patient was satisfied with coverage. However, the patient was again advised to turn her stimulation off, but when she turned it back on, the patient could only feel the stimulation when she turned it up high. The patient then experienced overstimulation. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23369.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.